Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, tests were completed and revealed that this programmer inverter cover was melted, no display at power up, handle was broken and failed to read disks. Several parts of the programmer were replaced. No other issues found. This programmer was clinically out of specifications.

Event description:
Boston scientific received information that this programmer was hot to touch and smelled like burned rubber when the clinician was using it. The field representative then performed troubleshooting a few days after the programmer overheated but now displayed nothing but a black screen. This programmer was repaired and remained in service. No adverse patient effects were reported.